Event description:
It was reported that when using the bd pyxis¿ es server user informed all the patients and orders were not crossing over and stations were in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over and on disconnected mode. A technical support specialist checked on the services and found it was running, then checked into the history and found the error stated that the log backup was full and the drive had no space left so advised the customer support center to gather the findings and provided information to customer information technology to free up space on drive. Then the information technology cleared some space from the drive, ran the sequential query language and confirmed the messages were current and no delay. Then the tss confirmed that the health site viewer showed no critical notices and no disconnected icon and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.